Event description:
The account alleged that the bed is giving them a 2-7 error code and the siderails indicate a lockout but the footboard does not. He said that the bed will not function and the lockout leds do toggle at the footboard.

Manufacturer narrative:
The account found fluid on the power supply board. The account replaced the power supply board to repair the bed.